Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that guidewire entrapment occurred. A carotid wallstent was selected for use. It was difficult to advance the stent delivery system over a platinum plus guidewire to reach the target lesion. The stent was deployed in the target lesion without issue. Following deployment, the physician was unable to retract the stent delivery system from the guidewire. The stent delivery stent delivery system and guidewire were ultimately removed from the patient as a unit, and in one piece. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device analysis: the device was returned loaded on to the customers guidewire in a fully unsheathed state. A visual examination found the stent to have been deployed from the delivery system. The deployed stent was not returned for analysis. The investigator was unable to advance or remove the customers guidewire from the device in the fully unsheathed state confirming the device was frozen on the wire. The delivery system was put into a sheathed state and was able to remove the guidewire with a certain degree of resistance experienced. No other issues were identified during the product analysis. The difficulty tracking over the wire cannot be confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that guidewire entrapment occurred. A carotid wallstent was selected for use. It was difficult to advance the stent delivery system over a platinum plus guidewire to reach the target lesion. The stent was deployed in the target lesion without issue. Following deployment, the physician was unable to retract the stent delivery system from the guidewire. The stent delivery stent delivery system and guidewire were ultimately removed from the patient as a unit, and in one piece. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers. Below fields were also updated: d9: device avail for evaluation/ returned to manufacturer date. H3; device eval by manufacturer? H6: evaluation method codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that guidewire entrapment occurred. A carotid wallstent was selected for use. It was difficult to advance the stent delivery system over a platinum plus guidewire to reach the target lesion. The stent was deployed in the target lesion without issue. Following deployment, the physician was unable to retract the stent delivery system from the guidewire. The stent delivery stent delivery system and guidewire were ultimately removed from the patient as a unit, and in one piece. The procedure was completed, and there were no patient complications as a result of this event.